Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing engagement errors on arm 2. Technical support was contacted and the technical service engineer (tse) was informed that they removed the camera and were not able to re-install it on arm 2. The customer stated that they were able to install the camera on arm 3, and tried to install an instrument on arm 2, but were unsuccessful. They performed a system restart but the issue persisted. They also reseated the drape and replaced the drape with no change. The customer stated the bottom left wheel when looking straight down does not seem to articulate and engage. Error logs could not be viewed as the system was not configured for the logs. The customer was continuing with the procedure as a 3-arm system. There was no reported injury. The fse followed and attempted additional troubleshooting with the clinical sales rep (csr) and the nurse. The fse had the staff and csr install a new sterile drape with the test instrument. However, as soon as the instrument was inserted on universal surgical manipulator (usm)2, the system alerted that there was an instrument engagement failure, to remove instrument and re-insert. Upon installing the instrument again, the same message was received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to repeated tool engagement errors. Following replacement, the system was tested and verified as ready for use. The universal surgical manipulator (usm) was returned for further investigation; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. Verification of the event details and a system log review cannot be performed because the site is not set up with connectivity to transmit the logs at this time. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Isi received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. When the unit tested on an in-house system, it failed normal mode as it triggered 22028/23007 errors. When the unit tested with drape and different instruments (large needle, sureform 60 or vessel sealer) the unit was not accepting instruments. System & remote fe logged errors of 22028, 23007 & 22020. When carriage assembly opened for inspection, no haze / debris found on isa windows but a bit particulates found on rotor mirrors 7, 8 & 9. The unit went through more testing on pftp and it passed all required tests, except c. Lissajous & c. Direction test dof 9. Isa pca and gearbox & rotor dof 9 will be replace as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.